Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled pulse generator change procedure. Prior to the procedure, it was noted that the patient was having right ventricular lead noise which resulted in inappropriate anti-tachycardia pacing therapy. The physician elected to downgrade the pulse generator from an implantable cardioverter defibrillator to a pacemaker. The right ventricular lead was inspected during the procedure and insulation erosion was found proximal to the lead trifurcated end. The physician repaired the insulation anomaly using the adhesive and lead repair sleeve to cover the damaged area. The lead was tested after the repair and no noise was seen. The coil leads were capped. The patient tolerated the procedure well. The patient was not pacemaker dependent.